Event description:
It was reported to medtronic minimed that the customer reported blank display and critical pump error with open book image. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues. No damage to the battery cap contacts was reported. Display did not return after inserting a new aa battery. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Troubleshooting was not performed for critical pump error. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. On a related svn: (B)(6), unable to test for no communication-between pump & xmtr and sensor error-lost sensor due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. No damage noted on the motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a depleted duracell alkaline battery. No damage noted on the battery cap. The pump history file lists data on (B)(6) 2025 to on (B)(6) 2026. On the primary svn: (B)(6), unable to perform the history review 1 week from the event date 28-jan-2026 in the pump history file due to no data available. On a related svn: (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 11-jan-2026 listed on smartsolve due to no data available in the pump history file. On a related svn: (B)(6), unable to perform the history review 1 week from the event date 11-jan-2026 in the pump history file due to no data available. On a related svn: (B)(6), unable to perform the history review 2 days from the event date 05-oct-2025 in the pump history file due to no data available. Found fatal alarm pump error 35 in the pump history file on (B)(6) 2026 10:50:00.000 and on (B)(6) 2026 11:00:00.000. Critical pump error (open book image) alarm due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs. Display anomaly-blank display not confirmed. Alarm-aa99-critical pump error confirmed. Alarm-a338-pump error 35 confirmed. Upload error confirmed [unable to perform the carelink upload due to critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.